Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiopulmonary arrest within 24 hours of last dialysis treatment and expired. It was alleged that the event occurred due to the administration of the product for dialysis treatment.